Event description:
It was reported that an insulin gauge displayed an amount different from what the customer expected, specifically showing 31 units instead of the anticipated 269 units. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reloaded the same cartridge and was advised to monitor the situation and follow up if necessary.